Event description:
It was reported that a spectrum pump had a system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. Eval reproduced and conformed the reported symptom of system error 322. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/closed switch connection causing the symptom. The upper auxiliary assembly was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.